Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement with two proglide device was achieved in the left common femoral artery (lcfa) using the preclose technique prior to implantation of a percutaneous device. The arteriotomy was 6fr. Reportedly, the sheath was upsized to 16fr and when advancing the knot, the suture broke with both proglide devices. A balloon catheter was advanced from the right arteriotomy to the left arteriotomy to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.